Event description:
Rv pacing lead had a lia triggered by sort v-v intervals and varying pacing impedance. The lead also had twos. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).